Event description:
The end user reported the hardware that attaches the chair's seat frame to the mainframe had backed out and were lost. There was no report of the issue being associated with patient involvement or an adverse event. Replacement hardware was provided to the end user for self installation.